Manufacturer narrative:
The reported events of stylet couldn¿t be inserted into the lead and high lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. A stylet was able to be fully inserted inside the lead and removed without difficulties. Electrical, visual and x-ray inspections did not find any anomalies. All other damages were sustained during the procedure.

Event description:
It was reported that the patient presented in clinic for a lead implant procedure. It was noted that the new right ventricular (rv) lead had high out of range impedance and the guidewire was unable to be inserted into the lead. The lead was replaced in order to complete the procedure on 25 october. There were no patient consequences.